Manufacturer narrative:
The investigation is not yet completed, investigation results are pending. The event is filed under internal complaint ID (B)(4).

Event description:
It was reported the light is faulty/dim or completely out. No procedure or patient involvement. No negative impact in state of health reported.